Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No new event information was received from the customer.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the completed device investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The customer did not provide the facility cds process or positive culture report. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jul 02, 2025. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: paenibacillus glucanolyticus. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, growth of microorganisms were reported to have been found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. A definitive root cause of the issue could not be determined, however, the issue was likely the result of in-proper and or insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." (Only with user error evidence documented). Olympus will continue to monitor field performance for this device.